Event description:
A pt reported blood glucose results of 3.2, 8.3, 8.9, 8.6, 8.1 and 9.7 mmol/l with a lifescan meter, performed within 10 minutes. Based on statistical methodology, the calculated difference of these glucsoe results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.